Event description:
It was reported that the customer has been hospitalized multiple times due to diabetic ketoacidosis. The reported blood glucose reading at the time of the phone call was 595 mg/dl. It was reported that the insulin pump had alarmed no delivery numerous times. Troubleshooting was performed, and the insulin pump alarmed no delivery during the prime test. The prime test was repeated with a new reservoir and infusion set, but again the insulin pump alarmed no delivery. The high pressure test passed. The customer was advised to revert to a backup plan to treat her diabetes. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. See scanned pages.